Manufacturer narrative:
The investigation discovered the customer was using 13 mm sample tubes without rack adapters. Per product labeling, "incorrect placement of tubes on racks may cause incorrect pipetting, which may lead to false results. Ensure that tubes and cups are always placed vertically and are inserted fully in the racks. Use the cup adapter for tubes with an outer diameter of 13 mm or less. Alternatively, use racks without stabilizers for 13 mm tubes. Only use tubes specified for the use with the instrument." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). Several non-lipemic samples were found to have (>lin) data alarm attached to alt or ast results. The field service representative found the gear pump's pressure and wash liquids in the cuvettes were low. He performed sample probe adjustments. Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 22.92 umol/l. The result was not reported outside of the laboratory. On 4-apr-2021, the repeated result was 82.7 umol/l. The repeated result was believed to be correct and was compliant with the patient's history. The reagent lot number is 519044. The expiration date was requested but not provided.